Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and intermittent capture and was scheduled for a lead revision procedure. During the revision procedure the physician noticed the rv lead was full of blood and that there were several insulation breaches. The physician also noticed a large blood clot in the header block of the device where the rv lead was attached. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant: 6935m62, implantable tachy lead, (B)(6) 2013; 457445, implantable pacing lead, (B)(6) 2006; 407452, implantable pacing lead, (B)(6) 2006. (B)(4).